Manufacturer narrative:
The device received stuck in blank flashing white lcd due to cracked lcd controller on electrical board. Unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and selftest due to blank-flashing white lcd. Unable to verify missing segments or partial display due to blank-flashing white lcd.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a flashing display. Customer called back after receiving a replacement battery cap. Blood glucose level at the time of the incident was 130. Customer also stated there was a crack on the screen. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.